Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be fully intact; there was no damage observed. The complaint of the intermittently unresponsive keypad buttons was not able to be duplicated during investigation. The keypad cover was removed and no evidence of contamination was found under any button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter said the pump becomes frozen at the verification screen. In addition, the pump keypad has become intermittently unresponsive more than once, beginning the day prior to the complaint; all buttons were unresponsive at the time of the complaint. The up arrow has undergone tactile changes and requires much force to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.